Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference 5430425 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported on this batch of access ports sold since february 2024. Investigation: the device was not returned for evaluation. A x-ray picture, dated on 21/06/2024, shows an access port implanted on the right side of the patient body. The catheter is no longer attached to the access port housing. The quality of the image does not allow us to determine where the catheter is located, which appears to have migrated. Conclusion: without the device, it is not possible to conclude on the root cause of the catheter migration shortly after implantation (device manufactured in february 2024 => incident occured in june 2024). This type of incident is a known and well documented potential adverse event of the implantation of access ports. The current complaint rate is low. No corrective action is currently envisaged.

Event description:
" Catheter breakage occurred after implantation surgery."